Manufacturer narrative:
Product event summary: analysis confirmed intermittent interrogation; moving rf (radio frequency) connector caused telemetry to stop and start. Analysis also found the left keyboard hinge was broken, the keyboard cable is damaged, and system fan is intermittently noisy.

Event description:
It was reported that the programmer had difficulty interrogating an implantable device. The programmer head was changed out but it was noted that the wand connector felt loose and that the port connector had to be "lifted up" in order to get an interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l, serial# (B)(4).